Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was within range (value not provided).